Event description:
The account alleged the head section is drifting down slowly. It takes a few hours to drift.

Manufacturer narrative:
The account replaced the trend and head hi/low down valves but the issue remains. Repairs have not been completed.